Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, halfway on an open procedure, the suture broke after passing it through the eyelet of a keith needle. Another suture was used to complete the case. There was no patient injury.